Manufacturer narrative:
The returned blade was evaluated for shedding. The device met all dimensional design requirements and the runout was within tolerance, although the outer blade tir was slightly over max requirement. There was no evidence of excessive lateral load applied to the device. Examination of the molded components resulted in an observed mold irregularity with the adapter body on the inside diameter. The adapter body showed evidence of a "short shot" with this cavity. A short shot exists typically on the first mold shot upon start of a molding batch. This caused an irregular mold surface on the ID of the adapter body that accepts the outer tube. This resulted in a structural misalignment upon assembly, leading to shedding. This is a likely one-off occurrence that would not affect the entire lot of molded components. Returns will be monitored for any additional occurrences. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause was determined to be a manufacturing issue. (B)(4).

Event description:
During a shoulder arthroscopy procedure it was reported that the blade was shedding in the joint. It was stated that the metal shavings were removed via suction, but "not all were removed" and "the doctor removed as many as he could." Additional information received stated that the doctor did not state that there were metal shavings left in the joint post-suction. A back-up device was available. A five minute delay, no patient injury or complications were noted.